Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an angioplasty in a moderately to severe diseased posterior tibial artery, the fox sv ruptured at an unknown pressure. The complete balloon was removed from the anatomy. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.